Event description:
It was reported that the patent had his inflatable penile prosthesis (ipp) removed due to infection and pump adhered to scrotum. A tactra malleable penile prosthesis was implanted. No further complications were reported in relation to this event.

Manufacturer narrative:
Field change: h6 patient codes updated. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patent had his inflatable penile prosthesis (ipp) removed due to infection and pump adhered to scrotum. A tactra malleable penile prosthesis was implanted. No further complications were reported in relation to this event.